Manufacturer narrative:
Investigation/conclusion: the lot has not been previously tested. Because the lot is expired and no longer available, further investigation is not possible.

Event description:
This complaint was identified during an internal assessment as part of asd (B)(4) related to inratio complaints received at the alere (B)(4) intake site that were not appropriately documented in the electronic case record for processing and escalation for reportability determination. The available info is limited and no additional info is able to be obtained. This event occurred in (B)(6). The customer reported a variance between the inratio inr result (3.2) and the laboratory inr result (1.9). There was no add'l info provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states).